Manufacturer narrative:
H10: the customer reported that the blower assembly was replaced, and the issue was resolved. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1134 (check vent: blower stalled). The device was in clinical use when the issue occurred; the device was removed from service. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer reported that the device was displaying error code 1134 (blower stalled). During troubleshooting, it was observed that the device was in service mode when attempting to adjust pressure on device; it was then noted that the rpm (revolutions per minute) for blower stayed at 3000, and never adjusting with pressure. The rse confirmed that the event log documented error code 1134. The rse recommended replacing the blower assembly. The customer was provided with the blower assembly part identification. Investigation is ongoing.